Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of 439 mg/dl due to no delivery. Customer¿s current blood glucose was 55 mg/dl due to giving himself too much insulin with his syringe while disconnected from the pump. Customer also reported no delivery alarms. Customer stated afterwards while getting 3 units of insulin with his basal he received a no delivery. Customer is reporting a past event. Customer reports alarm did not occur during manual prime. Customer reports event was resolved by changing complete set infusion and reservoir. Continued to troubleshoot for high blood glucose on pump. Customer treated the high blood glucose with a syringe. The drive support cap appears normal. No delivery alarms received since high blood glucose began. Customer reports bolus history displays all entries based on their recollection. The insulin pump will not be returned for analysis.